Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, that the patient is experiencing ineffective therapy. X-rays revealed, that the right octrode lead had migrated. Additionally, the other octrode lead has high impedances. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.